Manufacturer narrative:
G2: country of origin - japan h3: product analysis product:9560100, lot no:1628132. Analysis found that the outer tube was scratched, the image was cloudy, and if it was misaligned, the scratch would appear. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Nformation was received from a healthcare facility via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the outer tube scratched, coupler was loose, distal lens was scratched image was cloudy.